Event description:
An adverse event was reported involving the medical device sz142r - ennovate c c1/c2 bone screwdriver shaft. Specifically, it was reported that the medical device fractured intraoperatively. This resulted in the inability to place fixation screws on the contralateral side and therefore additional fixation was required. Intraoperative imaging confirmed that the thread of the screwdriver remained visible in the head of the bone screw. The bone screw was trimmed prior to wound closure. This led to an extension of the surgical procedure. No fragments remained in the patient, and no adverse clinical consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: sz140r - ennovate c c1/c2 screwdriver long (aesculap ag ref. No. (B)(4); 9610612-2026-00104) sz131r - ennovate c c1/c2 all-in-one guide sleeve (aesculap ag ref. No. (B)(4). Associated medwatch reports: sz142r (aesculap ag ref. No (B)(4), sz140r (aesculap ag ref. No. (B)(4); 9610612-2026-00104).

Manufacturer narrative:
Investigation results: the complained medical devices were made available for investigation. The medical device sz142r was received with a broken off tip and the detached piece was not returned. The medical device sz131r was received without the locking rod. No visible deformations were observed, and no additional missing parts were identified. The medical device sz140r exhibited no visible deformations and no missing or damaged parts. Examination of the fracture surface of the medical device sz142r demonstrated features consistent with multi-axial loading conditions, including bending and torsional stresses. The presence of circular striations on the fracture surface is indicative of torsional force as the primary contributing factor to the reported fracture. The device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against the affected batch number. Conclusion/ preventive measures: based on the investigation findings, the reported fracture was attributed to torsional forces that were too high for the material and its cross-section. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention.